Event description:
Impedances > 10,0000 ohms were measured during surgery after the lead was implanted. Inspection of the lead and extension revealed a break in the extension. The extension was explanted and replaced. The patient was not injured and was doing fine with no complications. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Testing of the extension (model 37081, serial number (B)(4)) revealed no anomalies. The extension had acceptable continuity and no shorts. The extension was functionally okay.

Manufacturer narrative:
(B)(4).